Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications.

Event description:
Per medwatch mw5106710, it was reported that cadd administration set alarmed no cassette. No patient injury reported. Additional information received by ICU medical on 3/1/2022: patient information was provided.

Event description:
Per medwatch mw5106710, it was reported that cadd administration set alarmed no cassette. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications.